Event description:
Voluntary medwatch form received notes that a patient presented with a non-functional implantable cardioverter defibrillator (ICD) due to possible dead battery and that it was firing resulting in serious injury.